Event description:
It was reported that a pt underwent an umbilical repair procedure on (B)(6) 2009 and mesh was placed. Infection was present on (B)(6) 2009. Add'l info was requested.

Manufacturer narrative:
(B)(4). Infection. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.